Event description:
Hypoglycemia. A pt, who is using a novopen 3 insulin delivery device in conjection with actrapid penfill (fast-acting human insulin) due to diabetes mellitus, experienced hypoglycemia and was hospitalized (date unk) for treatment. The outcome of the event has not been reported. The pt believes that the pen could be the problem. No further details were provided. Additional info has been requested.